Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, h3, and h6. It has been over one (1) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Although a definitive root cause could not be determined, it is possible that the user could not perform reprocessing properly due to a leakage from the biopsy channel and remove the foreign material. The event can be prevented by following the instructions for use which state: "detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign material exiting from the auxiliary water channel and it could not be removed. The issue was found during an unspecified procedure. There was no report of patient injury or medical intervention associated with this event.